Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with implant of bard flat mesh (device 1 and 2). Per op notes, ¿an indirect hernia sac was noted on right inguinal region and reduced. A bard flat mesh (device 1) was placed on right side and tacked using sutures. An indirect hernia sac was noted on left inguinal region. A bard flat mesh (device 2) was placed on left side and tacked using sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent laparoscopic repair with excision of bard flat mesh (device 1 and 2) and implant of two synthetic meshes. Per op notes, ¿the hernia sac was noted on right inguinal region and reduced. The sac was excised. The omentum was adherent to prior mesh (device 1) was lysed. The eroded prior mesh (device 1) was excised, and a synthetic mesh was placed and tacked. The hernia sac was noted on left inguinal region and reduced. The prior mesh (device 2) adherent to omentum was lysed. The eroded prior mesh (device 2) was excised, and a synthetic mesh was placed and tacked.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2011) is considered to be a best estimate. This MDR represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.